Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box and within a plastic bio-pouch. Visual inspection/damage location details: the pipeline flex embolization device was returned within the marksman catheter. The pi peline flex pusher was found extending from within the marksman catheter hub for ~67.2cm. The marksman catheter body was found stretched and accordioned from ~32.7cm to ~26.7cm from the catheter distal tip. No damage was found with the marksman distal tip. The pip eline flex embolization device could not be removed from within the marksman catheter as it was found stuck. The marksman catheter was dissected (cut) and the pipeline flex embolization device was removed. No bends or kinks were found with the pipeline flex pusher. However, the distal pusher with shrink tubing were found stretched. The pusher resheathing pad was found in good condition. However, the distal core wire was found broken between the resheathing pad and the sleeves. In addition, the distal core wire was found broken distal to the sleeves. The pusher sleeves were found in good condition. The sleeves distal restraint and tip coil outer coils were found to have detached from the distal core wire. Both ends of the pipeline flex braid were found damaged (frayed). Testing/analysis: both segments of the broken distal core wire were sent out for sem (scanning electron microscopy) failure analysis. Per the analysis report, both separated ends exhibited extensive corrosion damage. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance/stuck during delivery¿ and ¿catheter kink/damage¿ reports were confirmed. From the damages seen with the marksman catheter (accordioning) and the pipeline flex embolization device (pusher stretching) it appears force may have been used. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Based on the investigation conducted resistance can occur during tracking, deployment, and re-sheathing of the device in distal and tortuous anatomies. It is likely the patient¿s ¿severe¿ vessel tortuosity contributed to the event. Regarding the separation of the distal core wire, the separation likely occurred upon return to medtronic for evaluation or during the device evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was completely stuck and the resistance was large inside the catheter. No matter if the tension was increased or decreased, it could not be deployed forward or retracted. The pipeline and marksman catheter were withdrawn from the body as a whole and it was found that the marksman was partially deformed and the pipeline was completely stuck in the middle of the marksman. The catheter was damaged at the distal end, the damage was described as accordion. The pushwire was not damaged. The devices were prepared as indicated in the IFU. The catheter was flushed according to the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 6mm and a 4mm neck diameter. It was noted the patient's vessel tortuosity was severe. A dapt (dual antiplatelet) treatment was administered and the pru level was double antibody for 7 days. There were no patient symptoms or complications associated with the event. Ancillary devices include: a cook 6f, a 5f 115 navien, a marksman catheter, and a synchro14 guidewire. 2021-12-24 e1 (for, rep, hcp): no additional information received. 2022-jan-28 ared (for, rep): no new information.